Event description:
Healthcare professional reported injecting a patient int he cheeks with skinvive¿ by juvéderm®. Immediately following the injection, patient exhibited a "marbled skin appearance consistent with livedo reticularis" on the left-side cheek. An ultrasound was performed which noted findings of "vascular silence". Patient was treated with a vigorous massage. After about 20 minutes, clinical improvement of capillary filling is observed, however the ultrasound noted the vascular silence persisted. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.